Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter; product ID: 8780, serial/lot #: (B)(4), ubd: (B)(4) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 3150mcg/ml fentanyl at 1101mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had been experiencing more pain. A rotor and dye study were done, but the results were unknown. It was reported that a possible catheter revision was scheduled. It was noted that there was a possible kink in the catheter. The issue was not resolved at the time of the report. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2018 from a healthcare professional (hcp) via a manufacturer's representative. It was reported that the date of the volume discrepancy was unknown. The exact volumes of the volume discrepancy were unknown, the representative had heard the patient stated "that it was roughly 2ml." The date of the catheter dye study was unknown. The device was being returned for analysis. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable intrathecal catheter (s/n (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via manufacturer representative indicated that during a refill (no date reported), a volume discrepancy of approximately 2ml was observed. As a result, the health care provider (hcp) decided to check the catheter for any leaks or blockages (no reported date for catheter dye study). Revision surgery was performed on (B)(6) 2018. Upon locating the spinal anchor, a kink was observed. Approximately 2cm of the existing catheter were removed and the catheter was reconnected with the collet. Aspiration through the catheter access port (cap) confirm patency. No symptoms were reported. The issue was considered resolved. The patient status was indicated to be alive with no injury. The explanted catheter would be returned. No further complications were reported/anticipated.